Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested polyester nasopharyngeal swab. Confirmation testing was performed on new samples with genexpert and ID now generating negative results. No additional patient information, including treatment and outcome, was provided.